Manufacturer narrative:
Additional information was received that the device was inspected at the customer site and the device was found to function as designed. The evaluation was performed by the hospital staff and a masimo employee. If additional information is received, a follow up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that the masimo pulse-oximeter doesn't work, turns on and turns off by itself. No consequences or impact to patient were reported.